Event description:
During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The returned device was evaluated and one broken element was noted in the scope¿s ultrasound image. No other abnormalities were noted. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that it was confirmed from the investigation that the adhesive on the distal end was peeled. The legal manufacturer surmised that the phenomenon occurred due to external force being applied to the distal end or the relevant part was deteriorated due to long-term usage. The legal manufacturer confirmed the contents described in the instruction manual addressed the scope¿s distal end and found the following description: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The legal manufacturer determined that this instruction may be able to prevent the reported phenomenon. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.